Manufacturer narrative:
(B)(4). The lens remains implanted to date. (B)(6). This report is being filed on an international device; tecnis optiblue itec 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. The lens was not returned to the manufacturer for evaluation as the lens remains implanted to date. The reported complaint can't be verified. A manufacturing record review (mrr) was performed and there are no discrepancies found. The documentation shows that the production order was manufactured according to specifications. There is no associated deviation or non-conformity report found in the mrr related to this complaint and/or similar issues. Sterilization records were also reviewed and the lot was released since it met sterilization specifications. The units were released according specification in compliance with the product intended use as required. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after intraocular lenses, model zcb00v, were implanted in both eyes of a (B)(6) male patient, the surgeon observed inflammation and diagnosed it as allergic inflammation. The surgeon prescribed predonine (a steroidal anti-inflammatory drug). No further information was provided. Since both eyes were affected, a separate MDR will be filed for each eye. This is for the left eye.

Manufacturer narrative:
Returned representative samples were tested for leachables. A spectroscopic evaluation confirmed no evidence of any extraneous chemicals in the returned lenses. All pertinent information available to abbott medical optics has been submitted.